Event description:
The recipient is reportedly experiencing open electrodes and poor performance. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's explanted device was reportedly discarded and will not be returned for analysis. A review of the device history record noted no rework. This is the final report.